Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that the battery gauge was inaccurate. Customer declined follow up from tandem technical support no additional information could be obtained. There was no reported impact to the customer's blood glucose.